Manufacturer narrative:
A promus premier select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage to the proximal end of the stent. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and mildly calcified distal left anterior descending artery. A 28 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.